Manufacturer narrative:
Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2019, product type: lead. The previous information submitted regarding the lead is not applicable. The broken lead is lead with serial number (B)(4). Lead with serial number (B)(4) does not have any allegation against it. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received via a manufacturer representative from a consumer regarding the patient. It was reported that the patient feels that playing golf possibly caused the fracture. Contact 7 and 2 fractures were noted, and they were unable to get good coverage around the fractured lead, so the lead was replaced on (B)(6) 2019. The issue was resolved at the time of the report. There were no further complications reported.

Manufacturer narrative:
Analysis of product ID (B)(4), serial# (B)(4) revealed that all conductors were found to be broken 21.9 cm from the distal end of the lead. The returned device was subjected to a series of standard tests that include but is not limited to visual inspection and electrical testing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2012, product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 24-aug-2020, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for spinal pain. The patient stated that their stimulator stopped working. The rep interrogated the device and performed an impedance check. All electrodes on the 0-7 lead were greater than 10,000 indicating that the lead had been fractured. The patient¿s programs were only on the 0-7 lead hence why the stimulation stopped working. The contributing factor was that the patient has fallen. The patient could not give a date on when the fall happened but stated they have fallen a couple of times. The patient did not give any other information on the falls as they didn¿t remember. The rep reprogrammed the stimulation using the 8-15 lead. The rep was able to get adequate stimulation coverage for the patient¿s painful areas. The patient would try the new settings. At this time, nothing further needs to be done. The issue was resolved and the patient was noted to be alive with no injury. No further complications were reported/are anticipated.